Manufacturer narrative:
The mariner solid screws were not returned for evaluation; however, photos of the two explanted fractured screws were provided. Both of the screws fractured at the neck of the screw. While a thorough analysis could not be performed since the product was not returned, pseudarthrosis/non-union is a potential contributing factor. If the patient's anatomy does not allow proper fusion, substantial loads will be placed on the implanted hardware, which may result in the fractures observed. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components.

Event description:
A patient underwent a 1-level transforaminal lumbar interbody fusion spine surgery on (B)(6) 2020 which consisted of seaspine's reef to interbody as well as seaspine's mariner pedicle screw system. A revision surgery occurred on (B)(6) 2021 due to three mariner screws that fractured in the postoperative period. The surgeon was able to successfully remove two of the screws and one remains implanted.